Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) lead, and left ventricular (lv) lead were removed due to an infection. It was noted the right ventricular (rv) lead was capped. No further patient complications have been reported as a result of this event.